Manufacturer narrative:
H10, h3, h6: the thumbscrew was intended for use in treatment, the or staff reported that when tightening down on the handpiece tracking array, the thumb screw snapped and half of it stayed lodged and stuck inside of the handpiece. The operator used the extra thumbscrew from the caddy. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports. Surgical system's user manual released at the time of the complaint provides instructions for tightening on three thumbscrews and notes to "use the wrench if needed; do not overtighten" and "do not overtighten the thumbscrews. This can damage the handpiece". Accordingly, product labeling has been ruled out as a cause of the complaint. We could confirm there was a relationship established between the reported event and the device. The device was returned and investigated. Based on the investigation, it is likely that the event occurred due to the reported failure. The malfunction is most probably due to excessive force from the user when tightening the thumbscrew.

Event description:
It was reported that at case the thumbscrew from handpiece tracking array snapped and half of it got stucked inside handpiece.